Event description:
The health care professional (hcp) reported a blood leak immediately with blood visible in the dialysate line, no pt injury or medical intervention. Blood loss was less than 100 cc's.